Manufacturer narrative:
No device problem found. The device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the current blood glucose level was 111 mg/dl and the another blood glucose level was 147 mg/dl. The customer was treated with xyz. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.